Event description:
User experienced a leak from the analyzer. No one was injured by the leak. No patient samples were involved. The field service representative determined there was a problem with the sipper pinch tubing and had the customer replace the tubing. Performance test were performed.